Manufacturer narrative:
Device evaluated by MFR: the rotawire 325 cm floppy shows the tip fractured. Based on specifications between 3.16 and 2.50 is missing from the rotawire guide wire. The fractured section was sent to sem fracture analysis. Conclusion: the fracture surface was caused by a bending type overload and reduction on the cross sectional area. No other material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the vessel was severely calcified, and the tighest percentage of stenosis was 90%. The length of the lesion was difficult to determine due to the diffuse disease. The physician made 12 attempts at ablation with an average of 160,000 rpms and a total time of 167 seconds with the first burr. The physician made 3 attempts at an average 160,000 rpms for a total time of 42 seconds with the second burr. The burrs crossed the proximal lesion but failed to cross the distal lesion.

Event description:
It was further reported that the vessel was severely calcified, and the tightest percentage of stenosis was 90%. The length of the lesion was difficult to determine due to the diffuse disease. The physician made 12 attempts at ablation with an average of 160,000 rpms and a total time of 167 seconds with the first burr. The physician made 3 attempts at an average 160,000 rpms for a total time of 42 seconds with the second burr. The burrs crossed the proximal lesion but failed to cross the distal lesion.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4). Question 1a. Provide a detailed analysis for the failure of the product described in this report which resulted in wire breakage. Please include all testing methods, results and conclusions for this analysis. Response: the following product analysis was submitted on a supplemental MDR on (B)(6) 2010. The rotawire 325 cm floppy shows the tip fractured. Based on specifications between 3.16 and 2.50 cms is missing from the rotawire guide wire. The fractured section was sent to sem fracture analysis. Conclusion: the fracture surface was caused by a bending type overload and reduction on the cross sectional area. No other material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B) (4) it was reported that during a percutaneous coronary interventional procedure with rotational atherectomy, a wire fracture occurred. The multiple tandem lesions being treated were located in the moderately calcified and moderately tortuous distal circumflex (cx) artery. The physician was not able to advance the floppy rotawire guide wire as far distal as he wanted, and did not have a lot of support. The physician used two 1.25mm rotalink burrs, and treated multiple sites within the cx artery. The physician then removed the devices, and noted that the distal radiopaque portion of the floppy rotawire guide wire had remained in the patient, thought to be approximately 3 to 3 1/2 cm of wire. The obtuse marginal 2a vessel closed off. Following consultation with a surgeon, it was determined that it the wire fragment should not be removed. No further patient complications were reported, and patient status was reported as "great".